Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the patient's right atrial lead exhibited noise. No intervention was performed. The patient will continue to be monitored remotely.